Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 -(B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient began having spurts of unresponsiveness. The patient was treated with narcan. The reporter was concerned the patient was being overdosed. The reporter tried to reach the local manufacturer representative, but had been unsuccessful. The patient was not on any oral medications and had been in the hospital since (B)(6) 2015 (unknown condition). The pump was used to deliver morphine (unknown), baclofen (unknown), and a third drug the reporter did not remember. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.